Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported 'tiny little hairs', and returned one sample. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was examined under a microscope and the failure was unable to be confirmed. The root cause of the foreign matter reported could not be found due to the issue not being confirmed. Device history record review for model 11532269 lot number 23095074 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 27oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set had foreign matter within the pathway the following information was received by the initial reporter with the following verbatim: when compounds for chemotherapy were prepared at the pharmacy, the staff noticed "particulate matter" described as "itty bitty hairs". There was no patient involvement. Photos are available, the staff was going to try and retrieve the sets from the trash. Copy hospital safety manager: (B)(6).